Event description:
It was reported that a loose piece of epoxy fell of needle into patient's eye during injection with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that a loose piece of white epoxy fell off the injection needle into a patient's eye during the injection process of eylea 2mg/.05ml by healthcare provider.

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a blue cap with a piece of foreign matter on the top. This foreign matter is like amber color. The epoxy used to fix the needle to the plastic hub is white. In addition, the source of the foreign matter shown in the photo is unknown. Root cause could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose piece of epoxy fell of needle into patient's eye during injection with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that a loose piece of white epoxy fell off the injection needle into a patient's eye during the injection process of eylea 2mg/.05ml by healthcare provider.